Manufacturer narrative:
(B)(4) - secondary surgery, pigment dispersion, iris atrophy. (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens on (B)(6) 2010 in patient's left eye. The lens was explanted on (B)(6) 2011 due to pigment dispersion and iris atrophy. No other lens was implanted. Iris-pupil is getting better slowly. Patient's last visit on (B)(6) 2011 bcva 20/20.